Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was reported that after removing the battery from the pump, it was hot. While the patient was troubleshooting, it was noted that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04-feb-2019 with the following findings: during investigation, the black box showed a 20 count voltage drop on (B)(6) 2018. The returned battery cap was undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly, with all currents reading within specification. There was no overheating, errors, alarms or warnings during the investigation. The pump's cover was removed and there was no intermittent condition found to the printed circuit board. The alleged allegation of a temperature issue was not duplicated during investigation however there was battery compartment crack found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.